Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included miscarriage. Previously administered products included for an unreported indication: metrogel from 2001 to 2002, depo provera in 2001 and nuvaring in 2000. Concurrent conditions included multigravida and parity 5 ((B)(6) 1998, (B)(6) 2001, (B)(6) 2003, (B)(6) 2006. (B)(6) 2009). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and skin disorder ("skin conditions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), dental caries ("tooth decay"), onychoclasis ("brittle fingernails"), migraine ("migraines") and rash ("rashes"). The patient was treated with surgery (hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and headache was resolving, the genital haemorrhage had resolved and the infection, dysmenorrhoea, dyspareunia, menorrhagia, alopecia, dental caries, onychoclasis, depression, anxiety, vaginal haemorrhage, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dental caries, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, migraine, onychoclasis, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot umber for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet- all relevant medical history, concurrent condition and concomitant medication added.events vaginal hemorrhage, migraine, headache, rash, skin disorder, device monitoring procedure not performed were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included miscarriage. Previously administered products included for an unreported indication: metrogel from 2001 to 2002, depo provera in 2001 and nuvaring in 2000. Concurrent conditions included multigravida and parity 5 (B)(6) 1998, (B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2009. Concomitant products included lamotrigine (lamictal) since 2010 and sertraline hydrochloride (zoloft) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines"), headache ("headaches"), rash ("rashes"), skin disorder ("bumps on skin") and skin discolouration ("skin discoloration"). In 2010, the patient experienced urinary tract infection ("urinary tract infections") and vaginal infection ("vaginal infections"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dental caries ("tooth decay"), onychoclasis ("brittle fingernails"), breast mass ("right breast lump"), breast pain ("sharp pains shoot through the side of breast") and tooth fracture ("get two more teeths pulled"). The patient was treated with surgery (hysterectomy/salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, migraine and headache was resolving, the genital haemorrhage had resolved and the urinary tract infection, dysmenorrhoea, dyspareunia, menorrhagia, alopecia, dental caries, onychoclasis, depression, anxiety, vaginal haemorrhage, rash, skin disorder, vaginal infection, skin discolouration, breast mass, breast pain and tooth fracture outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, breast mass, breast pain, dental caries, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, onychoclasis, pelvic pain, rash, skin discolouration, skin disorder, tooth fracture, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: event abdominal pain resolved, migraines and headaches decreased and pelvic pain was less frequent two or three weeks after essure removal. Diagnostic results: consumer did not undergo an essure confirmation test. Concerning the injuries reported in this case, the following ones were reported via social media- breast lump, deficiency vitamin, dysmenorrhoea, pelvic pain, vaginal haemorrhage, headache, skin disorder , genital haemorrhage , infection, abdominal pain ,menorrhagia, alopecia, dental caries , onychoclasis, migraine, rash, tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included miscarriage. Previously administered products included for an unreported indication: metrogel from 2001 to 2002, depo provera in 2001 and nuvaring in 2000. Concurrent conditions included multigravida and parity 5 ((B)(6) 1998, (B)(6) 2001, (B)(6) 2003, (B)(6) 2006. (B)(6) 2009). Concomitant products included lamotrigine (lamictal) since 2010 and sertraline hydrochloride (zoloft) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), rash ("rashes"), skin disorder ("bumps on skin") and skin discolouration ("skin discoloration"). In 2010, the patient experienced urinary tract infection ("urinary tract infections") and vaginal infection ("vaginal infections"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dental caries ("tooth decay"), onychoclasis ("brittle fingernails"), breast mass ("right breast lump"), breast pain ("sharp pains shoot through the side of breast") and tooth fracture ("get two more teeths pulled"). The patient was treated with surgery (hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, migraine and headache was resolving, the genital haemorrhage had resolved and the urinary tract infection, dysmenorrhoea, dyspareunia, menorrhagia, alopecia, dental caries, onychoclasis, depression, anxiety, vaginal haemorrhage, rash, skin disorder, vaginal infection, skin discolouration, breast mass, breast pain and tooth fracture outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, breast mass, breast pain, dental caries, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, onychoclasis, pelvic pain, rash, skin discolouration, skin disorder, tooth fracture, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: event abdominal pain resolved, migraines and headaches decreased and pelvic pain was less frequent two or three weeks after essure removal. Diagnostic results: consumer did not undergo an essure confirmation test. Concerning the injuries reported in this case, the following ones were reported via social media- breast lump, deficiency vitamin, dysmenorrhoea, pelvic pain, vaginal haemorrhage, headache, skin disorder , genital haemorrhage , infection, abdominal pain ,menorrhagia, alopecia, dental caries , onychoclasis, migraine, rash, tooth fracture. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot umber for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event broken teeth was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included miscarriage. Previously administered products included for an unreported indication: metrogel from 2001 to 2002, depo provera in 2001 and nuvaring in 2000. Concurrent conditions included multigravida and parity 5 (B)(6) 1998, (B)(6) 2001, (B)(6) 2003, (B)(6) 2006. (B)(6) 2009). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and skin disorder ("skin conditions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), dental caries ("tooth decay"), onychoclasis ("brittle fingernails"), migraine ("migraines") and rash ("rashes"). The patient was treated with surgery (hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and headache was resolving, the genital haemorrhage had resolved and the uti and vaginal infection,, dysmenorrhoea, dyspareunia, menorrhagia, alopecia, dental caries, onychoclasis, depression, anxiety, vaginal haemorrhage, rash, skin discoloration and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dental caries, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, uti and vaginal infection, menorrhagia, migraine, onychoclasis, pelvic pain, rash, skin disorder, skin discoloration and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot umber for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New events: vaginal infection, uti, skin bumps and skin discoloration. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included miscarriage. Previously administered products included for an unreported indication: metrogel from 2001 to 2002, depo provera in 2001 and nuvaring in 2000. Concurrent conditions included multigravida and parity 5 (on (B)(6) 1998, on (B)(6) 2001, on (B)(6) 2003, on (B)(6) 2006. On (B)(6) 2009). Concomitant products included lamotrigine (lamictal) since 2010 and sertraline hydrochloride (zoloft) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), rash ("rashes"), skin disorder ("bumps on skin") and skin discolouration ("skin discoloration"). In 2010, the patient experienced urinary tract infection ("urinary tract infections") and vaginal infection ("vaginal infections"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dental caries ("tooth decay"), onychoclasis ("brittle fingernails"), breast mass ("right breast lump") and breast pain ("sharp pains shoot through the side of breast"). The patient was treated with surgery (hysterectomy / salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, migraine and headache was resolving, the genital haemorrhage had resolved and the urinary tract infection, dysmenorrhoea, dyspareunia, menorrhagia, alopecia, dental caries, onychoclasis, depression, anxiety, vaginal haemorrhage, rash, skin disorder, vaginal infection, skin discolouration, breast mass and breast pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, breast mass, breast pain, dental caries, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, onychoclasis, pelvic pain, rash, skin discolouration, skin disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: event abdominal pain resolved, migraines and headaches decreased and pelvic pain was less frequent two or three weeks after essure removal. Diagnostic results: consumer did not undergo an essure confirmation test. Concerning the injuries reported in this case, the following ones were reported via social media breast lump, deficiency vitamin, dysmenorrhoea, pelvic pain, vaginal haemorrhage, headache, skin disorder, genital haemorrhage, infection, abdominal pain, menorrhagia, alopecia, dental caries, onychoclasis, migraine, rash. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot umber for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Reporter added, events : breast pain, breast lump, deficiency vitamin added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), dental caries ("tooth decay"), onychoclasis ("brittle fingernails"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, infection, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, alopecia, dental caries, onychoclasis, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dental caries, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, onychoclasis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot umber for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted on (b)(46 2010, and reported adverse events, including pelvic pain and abnormal bleeding (seen as genital bleeding). The plaintiff was submitted to a hysterectomy to remove essure on (B)(6) 2015. After essure insertion, pelvic pain, abnormal genital bleeding and menses pattern changes may occur. This case was classified as incident since device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded, however the reported medical events are not necessarily indicative of a quality defect. Follow up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), dental caries ("tooth decay"), onychoclasis ("brittle fingernails"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). At the time of the report, the pelvic pain, genital haemorrhage, infection, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, alopecia, dental caries, onychoclasis, depression and anxiety outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, infection, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, alopecia, dental caries, onychoclasis, depression and anxiety to be related to essure. Company causality comment: this litigation case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events, including pelvic pain and abnormal bleeding (seen as genital bleeding). The plaintiff was submitted to a hysterectomy to remove essure on (B)(6) 2015. After essure insertion, pelvic pain, abnormal genital bleeding and menses pattern changes may occur. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.